Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the lab technician having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. The technician is alleging an allergy to palaxtreme. Palaxtreme contains ingredients that are similar to a product sold in the USA. The technician has seen a dermatologist, however test results are not available to date. The technician uses gloves while mixing the material but does not wear while grinding the finished prosthesis. If technicians let personal protective measures slide and the grinding waste contacts skin, this can lead to local irritation and lesions. Diligence in personal protection is recommended in the IFU and is required. This material is not sold in the USA. Kulzer north america distributes a comparable product, but it does not contain substances added for high fracture resistance, thus the properties are different. These substances, per headquarters, are causing the irritation.

Event description:
Itching sensation on forearms, fingers and palms. The technician is alleging that she has an allergy reaction to palaxtreme. No allergy testing has been completed at this time to confirm the allegation. This material is not sold in the USA, however, a similar product sold in the USA contains these same ingredients.